Event description:
A 2 kg pt experienced a drop in blood pressure upon initiating treatment on a prisma with an an-69 filter. The pt's blood pressure was stabilized and the treatment continued without further incident. The MFR of the filter is investigating the incident as a potential reaction to the an-69 filter.